Manufacturer narrative:
The patient was also the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 104 from the contour next link, retested on a different meter and the reading was 58mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. New meter and strips were sent to him.